Event description:
On (B)(6) 2021, this patient underwent endovascular treatment using gore® molding & occlusion balloon (mob) and gore® excluder® aaa endoprosthesis for abdominal aortic aneurysm. Reportedly, the patient had strong calcification and small vessel diameter due to dialysis. After deployment the stent grafts, ballooning was performed to reinforce the sealing on the proximal side. It was reported that the balloon was inside the stent graft during ballooning. Angiography showed rupture near the proximal end of the stent graft. Additional stent grafts were deployed to extend the device proximally. Vitals were stable, but angiography confirmed leakage. The procedure was converted to open repair. The patient tolerated the procedure. The physician stated that the balloon was over-inflated.